Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date approximately five years ago, a trifecta valve (size unknown) was implanted using non-everting mattress sutures and spaghetti-type pledgets. On (B)(6) 2017, a re-do avr was performed secondary to aortic stenosis and regurgitation and the valve was explanted. Ex vivo, a portion of the cusps were reported to be torn and calcified. The surgeon related the valve's deterioration to implanting a tissue valve in a patient on dialysis. A medtronic ats open pivot bileaflet heart valve (size unknown) was implanted.